Event description:
During a focus group with health care professionals, account reportedly had experienced luer slip "disconnects" with device. However, situations were not reported to baxter as product complaints because the root cause was not considered to be the t-connector but rather connection technique lack ofsite taping or patient activity level. No other information is available.